Event description:
Discrepant glucose results for 3 patient samples, units of measure mg/dl: patient 1, initial result 48 mg/dl, repeat 84 mg/dl; patient 2, initial result 64 mg/dl, repeat 93 mg/dl; patient 3, initial result 52 mg/dl, repeat 83 mg/dl. Initial results were reported, patients not adversely affected. The field service representative determined there was a problem with the sample probes. The instrument was repaired.